Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced infection and cellulitis at the implantable pulse generator site. Patient had cultures taken however no updates are available. The full system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.